Event description:
The damaged was confirmed to be on the modular cable side of the driveline. The wires were covered with rescue tape. No products were exchanged and nothing would be returned.

Manufacturer narrative:
Section d - the device information was updated due to additional information received. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with wires completely exposed. There were no alarms on interrogation. The log files were reviewed and there were no unusual events recorded. A photo of the damaged driveline was provided. It was recommended that if the damaged is on the pump side that rescue tape be applied to the driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image confirmed damage to the outer jacket of the patient¿s modular cable. Discoloration of the outer jacket was also observed. Although a specific cause for the observed damage and discoloration could not conclusively be determined through this evaluation, it did not appear to contribute to an electrical issue. The account¿s submitted image revealed that the outer jacket was not present over a portion of the patient¿s modular cable. The underlying armor layer was exposed; however, no wires were visible in this location. The damage appeared to be cosmetic only. Additionally, the submitted image revealed a tan discoloration to the outer jacket. The controller event log file contained events from 14dec2024 through 18dec2024. Review of the events from the reported event date of 18dec2024 revealed no notable events or alarms, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on left ventricular assist system (lvas) support. The relevant sections of the device history record for the modular cable, lot number 8803027, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and heartmate 3 patient handbook, rev. D, are currently available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.